Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
It was reported to philips that the device will not power on with the battery from bay a and the device continues to power off when the charge button is pressed during the op check and in manual therapy mode. There was no reported patient involvement.